Event description:
International complaint received. Customer reports during patient use with lidocaine, morphine and hydrochloride male connector separated. Blood back occurred but no treatment required and no injury. No other additonal information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 07 2007. A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted. The code reported by baxter was listed as lot s06g18175r or s06g21088r.